Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the surgeon noticed the sleeve was damaged inside the package. The hospital has reported no pt injury occurred.